Manufacturer narrative:
(B)(4). The device history record was reviewed and no abnormalities were noted during production; all manufacturing process requirements were met and the product was released per specification. Ten representative samples were received; and were reviewed from a dimensional and attribute standpoint. Based on the review of the samples, it cannot be determined what may have been the cause for the reported issue. A dispenser box change was implemented (B)(6) 2015 where the overall size of the box was modified and the artwork on the exterior of the box was changed to the current cardinal health branding. This artwork change does not come in contact with the mask. In addition, no changes to the mask were made at this time. All products are made from qualified materials that are inspected prior to release for manufacturing. In addition, all finished product must meet product specification and process controls prior to final release. At this time no action will be taken for this reported event. We will continue to monitor complaints for trends of this nature.

Event description:
It was reported that an employee complained about breaking out on their neck with use of the mask. Apparently the reaction was so severe, that she was placed on light duty and could not don a mask. The employee apparently had used this product in the past, and did not have any problems with the mask before the box graphic was changed. No additional information was provided by the customer.